Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a peeling downstream occlusion (dso) seal and the upstream occlusion (uso) seal was deforming. The dso/uso seals were replaced to fix the issues.

Event description:
It was reported that the device had a software upgrade issue. The results of the investigation found that the device's downstream occlusion (dso) seal was peeling. There was no patient involvement.